Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to philips volcano policy. The device was implanted approximately 18 months prior to retrieval. The physician felt the fracture occurred during the initial retrieval attempt from jugular access. The initial retrieval attempt was via single 10fr x 40cm sheath (jugular); subsequent retrieval accomplished via single 10fr x 60 (femoral). There were no indwelling images available. The only image saved during retrieval procedure was pre-procedure venogram. The industry associate was present for the latter portion of the procedure and requested the filter for investigation. It was found amongst the rest of products used in the procedure, all of which had been wrapped in the table drape post-procedure. Device evaluation: visual and microscopic inspections were performed on the returned device. The retrieval system was not returned. It was observed the ccw wireform was fractured about 8mm above the r2 anchor crimp. The crimp of the cranial retrieval tail was slightly bent in the clockwise direction. The caudal retrieval tail appeared to be pulled down and was bent in the clockwise direction. There was bunching of the fep/ptfe tubing on the cw wireform. About a 5.5mm segment of fep/ptfe tubing appeared to be missing above the r2 anchor on the ccw wireform. There are normally three points of attachment between the tubing and horizontal thread of the webbing at this location. In this case, there were only two attachment points which indicated that a portion of the tubing was missing. All seven (7) crimps were present and intact. Both plasma balls were present and intact. Both marker bands were present and intact. All anchors were present. The l2 extended anchor was bent in the cranial direction. The webbing was wrapped around both the r2 and l2 anchors and there was bunching of the webbing. When the webbing was unbound, it was observed that all three vertical threads were present. However, the middle vertical thread was detached from the bottom of wireform. The horizontal thread was also broken at the bottom and the top of the thread had been pulled from the ptfe tubing, likely as a result of the fracture in the ccw wireform. We were unable to conclusively determine how the failure occurred. The observed fracture in the filter wireform likely occurred as a result of mechanical strain during retrieval of the device from the body. The missing portion of fep/ptfe tubing likely resulted from damage when the filter webbing was pulled during retrieval of the device. There was no indication from the facility that the missing portion of the device separated prior to the device being removed from the patient. It is possible that the missing portion of the feb/ptfe tubing was either left in the sheath, in the table drape bundle noted earlier or separated from the device post procedure during shipping, handling or decontamination. However, we were unable to conclusively determine the location of the missing tubing. The patient was released as expected and otherwise untroubled. The instructions for use (IFU) warn that filter fractures are a known complication of vena cava filters. There have been reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and or surgical techniques. It also warns that excessive force should not be used to retrieve the filter. The IFU also precautions that anatomical variances may complicate the removal procedure. Filter fracture is also noted as a potential adverse event. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints were reported for this same failure mode within this lot. We will continue to monitor these types of complaints.

Event description:
It was reported during retrieval from jugular with a onesnare (25x200) and a 10fr x 40cm raabe sheath, the physician was unable to retrieve the ivcf. During the attempt, the physician noted the helical frame made an incomplete loop and appeared to have broken. The physician re-attempted removal via femoral approach with a 10fr x 60cm raabe and same sized snare, successfully retrieving the filter from patient. The patient was released as expected and otherwise untroubled. Attempts by the industry associate to get patient identifier via email or telephone have been unsuccessful. All reasonably known patient information is included in this report.